Event description:
It was reported that the side-firing of fiber was noticed to have commenced forward firing at 8,855 joules during a prostate procedure. The case was completed with a second fiber. No injury to pt reported.

Manufacturer narrative:
Device code refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.